Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. No under delivery anomaly or over delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No charge/battery anomaly, low battery alert or power loss alarm noted during testing. No unexpected low battery alert or unexpected power loss alarm noted in device trace download. However device had corroded battery tube. Device uploaded properly using carelink. Device also had scratched case, cracked case at the battery tube side and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading when admitted to hospital was more than 500 mg/dl. The customer was treated with intravenous insulin drip. Customer alleges insulin pump was under delivering due to they were hospitalized. The insulin pump will be returned for analysis.